Event description:
During an esophagogastroduodenoscopy (egd), a cook quantum ttc esophageal balloon dilator was used in the esophagus. Negative pressure was applied to the balloon. The balloon was loaded down the endoscope. Upon inflation with water, there was a pinhole size leak where the balloon meets the green catheter. Another balloon was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Balloon leakage is possible if the balloon material becomes damaged during use and/or general handling . If a balloon leak occurs, the liquid used to inflate the balloon dilator will exit the balloon at the damaged area. The balloon will not hold a stead pressure and dilation performance is likely compromised in this condition due to a slow loss of pressure. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution. "Do not pre-inflate the balloon. :the instructions for use also contain in the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.